Event description:
An olympus employee reported on behalf of the customer the balloon came off the evis eus ultrasound bronchofibervideoscope, fell into the patient and required retrieval during an ebus procedure. In addition, the user had difficulty passing the needle during the biopsy. There was no patient harm associated with the event.